Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune') in a 41-year-old female patient who had essure (batch no. 76447- not valid,c76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included general malaise, ache, burning sensation, itching, trouble falling asleep, leg pain, knee pain, pain ankle and pain in hip. In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2018, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("joint pain"), pain ("body pain"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"), memory impairment ("neurological conditions or problems type: memory issues"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("depression/psychological injury"), anxiety ("anxiety"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, arthralgia, pain, fatigue, weight increased, vulvovaginal mycotic infection, memory impairment, feeling abnormal, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown and the back pain and dyspareunia had resolved. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bladder problem and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, fatigue, yeast infections, depression, back pain. Batch no c76447 ;production date 2014-07-02 expiration date 2017-07-31. Lot number 76447 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- bladder problems and urinary problems. Event outcome was added-dyspareunia(painful sexual intercourse) and back pain was resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune') in a 41-year-old female patient who had essure (batch no. 76447- not valid,c76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included general malaise, ache, burning sensation, itching, trouble falling asleep, leg pain, knee pain, pain ankle and pain in hip. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("joint pain"), pain ("body pain"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"), memory impairment ("neurological conditions or problems type: memory issues"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, back pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, arthralgia, pain, fatigue, weight increased, vulvovaginal mycotic infection, memory impairment, feeling abnormal, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pain, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, fatigue, yeast infections, depression, back pain. Batch no c76447, production date 2014-07-02, expiration date 2017-07-31. Lot number 76447 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune') in a 41-year-old female patient who had essure (batch no. 76447- not valid,c76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included general malaise, ache, burning sensation, itching, trouble falling asleep, leg pain, knee pain, pain ankle and pain in hip. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced back pain ("severe back pain"), arthralgia ("joint pain/wrist pain/knee pain/ankle pain"), pain ("body pain"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"), memory impairment ("neurological conditions or problems type: memory issues"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("depression/psychological injury"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and pain in extremity ("feet pain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, arthralgia, weight increased, vulvovaginal mycotic infection, memory impairment, depression, anxiety, bladder disorder, urinary tract disorder and pain in extremity outcome was unknown, the back pain, dyspareunia and pain had resolved and the fatigue and feeling abnormal was resolving. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pain, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bladder problem and urinary problem after removal overall health improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, fatigue, yeast infections, depression, back pain. Batch no c76447 ;production date 2014-07-02 expiration date 2017-07-31. Lot number 76447 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. Event outcome were updated : all over body pain to recovered and fatigue and brain fog to recovering .event added- feet pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune') in a (B)(6)-year-old female patient who had essure (batch no. 76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included general malaise, ache, burning sensation, itching, trouble falling asleep, leg pain, knee pain, pain ankle and pain in hip. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2018, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced arthralgia ("joint pain"), pain ("body pain"), back pain ("severe back pain"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"), memory impairment ("neurological conditions or problems type: memory issues"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, arthralgia, pain, back pain, fatigue, weight increased, vulvovaginal mycotic infection, memory impairment, feeling abnormal, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pain, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, fatigue, yeast infections, depression, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Lot number were added. Previously reported event injury was replaced with new events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), joint pain, body pain, severe back pain, autoimmune, fatigue, weight gain, multiple yeast infections, brain fog, memory issues. Reporter information, date of birth, medical history were added. Device category changed from device other event to incident. On (B)(6) 2019: medical record was received. Reporter information, medical history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.